Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for follow-up, multiple non-sustained ventricular oversensing episodes were observed and confirmed to be lead noise on the electrogram. It is suspected the noise originated from the lead being damaged. Lead noise could be reproduced. Lead capping was recommended. The patient condition is good.

Event description:
New information received states the lead was capped and replaced. The patient condition is good after the procedure.